Manufacturer narrative:
Heartsine received the device for evaluation and was not able to confirm the reported issue. The audible prompts worked as expected during testing. The customer has received a replacement device and heartsine has archived this device.

Event description:
The customer contacted heartsine to report that their device did not give voice prompts as expected upon start up. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow up report.

Event description:
The customer contacted heartsine to report that their device did not give voice prompts as expected upon start up. This can lead to a use error resulting in a failure to deliver defibrillation. There was no patient involvement reported with the event.